Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a broken reservoir tube lip, cracked battery tube threads and a cracked case at a display window corner.

Event description:
It was reported that the customer's insulin pump was damaged. The top of the reservoir compartment was cracked and missing. Her blood glucose level was 149 mg/dl she was hospitalized on (B)(6) due to a high blood glucose level of 429 mg/dl. The customer treated her high blood glucose level with manual injections and IV drip with insulin. She had hypoglycemia. The customer was wearing her insulin pump at the time of the emergency room visit. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.